Event description:
It was reported that a one-link catheter extension set leaked from its y-junction of "the line going to the patient, where the tubing connects to the plastic hard piece." There was no patient involvement as this occurred during priming. No kinks or blockage of fluid were noted during priming. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was identified upon sample receipt. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A simulated use test was performed in which the device was primed using the instructions on its label copy, and a leak was identified from between the tubing and luer lock assembly. Underwater leak testing was performed and identified a leak from between the same components. Clear passage testing was performed and passed. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was unable to be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.